Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an angio-seal device was deployed upon completion of a carotid stenting procedure performed on (B)(6) 2018 by an interventional neurologist. In post anesthesia, the staff detected the early stages of a "cold leg" and sent the patient to the or for removal of the angio-seal device. The patient's condition was reported to be ok.